Event description:
It was reported that intermittent undersensing was observed due to r wave variability. The patient was paced and entered vt, resulting in atp therapy that accelerated the rhythm. A shock was delivered and converted the patient. Reprogramming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.